Event description:
Customer called to report when the set was changed and it was manually primed, the pump did not sense the reservoir. It was stated that once the activated button was pressed, the device continued to push the insulin until the reservoir was empty and the pump alarmed. Troubleshooting was performed. Customer reverted to back up plan.